Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; g3; h2; h3; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Findings: revision right total hip arthroplasty ¿ painful right metal-on-metal hip ¿ general anesthesia, ebl 500ml ¿ trunnion showed slight wear without significant damage ¿ removed several fragments from acetabular capsule, fragments sent to pathology ¿ acetabular implant explanted, bone is soft ¿ stem is well fixed ¿ leg length is adequate, hip stable ¿ trial implants removed, definitive implants placed ¿ no intraoperative complications reported ¿ acetabulum pathology findings: synovial membrane with hemosiderophages and giant cells with foreign bodies, fibro osseous fragments with chronic inflammation a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4) d10: cat# x180310 lot# 676580 bi-metric/x por nc 10x130. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had a right total hip arthroplasty. Subsequently, the patient was revised approximately 9 years later due to painful metal-on-metal. During the revision slight wear was noted on the trunnion and capsule fragments were removed from the acetabulum. The stem was retained all other components were revised without complications. It was reported that no further information is available.